Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen intermittently illuminated for a few seconds, displayed a distorted interface with an abnormally small circle, and then went black and became unresponsive, consistent with a display visibility issue related to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light¿related display problem consistent with a display that is difficult to read, associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.